Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and skin irritation at the ipg site. Upon examining the site, the physician observed clear fluid discharge. A surgeon consult was the next course of action. In turn, the patient was admitted and labs ordered as further treatment options. Reportedly, surgical intervention was undertaken on (B)(6) 2017 wherein the entire sccs system was explanted.